Event description:
Complainant alleged that during a routine shift check by a clinician, the device screen was blank, except for a green dot displayed on the screen. The complainant indicated that there was no pt involvement in the reported malfunction.